Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included tenderness and trauma. Previously administered products included for an unreported indication: implanon from 2009 to 2011. Concurrent conditions included withdrawal bleeding irregular, genital disorder female nos, painful hips, menstruation frequent, vaginitis and depression. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood") and emotional disorder ("hormonal changes describe: mood"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, mood swings, back pain, emotional disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concurrent condition, and event hormonal changes describe: mood and emotional , apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), vaginal discharge, abdomen and plaintiff did not underwent essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (hysterectomy, salpingectomy and essure removal performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including pelvic pain and heavy bleeding (regarded as genital bleeding). She underwent hysterectomy, salpingectomy and essure removal on (B)(6) 2015. Pelvic pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, limited information was provided. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (hysterectomy, salpingectomy and essure removal performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including pelvic pain and heavy bleeding (regarded as genital bleeding). She underwent hysterectomy, salpingectomy and essure removal on (B)(6) 2015. Pelvic pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, limited information was provided. The case was classified as incident since device removal was required. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.